Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed for a cracked twist clamp sleeve and broken occluder feet. The root cause is unknown. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international report from (B)(6) of a roller clamp on the minicap transfer set that was loose. There is no patient involvement.